Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen4659 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was flushed prior to insertion, and it flushed well. When the PICC was halfway in, the clinician flushed it again, but the flush came back up the other lumen. The PICC was removed and the inserter tested it by holding their thumb on the pt end of the PICC to block the saline from coming out, and when they injected the flush again, it once again came out of the opposite lumen.

Event description:
It was reported that PICC was flushed prior to insertion, and it flushed well. When the PICC was halfway in, the clinician flushed it again, but the flush came back up the other lumen. The PICC was removed and the inserter tested it by holding their thumb on the pt end of the PICC to block the saline from coming out, and when they injected the flush again, it once again came out of the opposite lumen.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of intraluminal communication was unconfirmed as the reported issue was not able to be reproduced. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed a small amount of a clear liquid within the extension legs, but no blood residue was observed on the returned sample. A kink was observed in the catheter near the 11 cm depth marker. Both lumens were flushed with a 12 ml syringe of water and no leaks were found, and both lumens were found to be patent to infusion and aspiration. The distal end of the catheter was then occluded, and each lumen was pressurized; however, no leaks were found in the catheter and no water was found to leak from the opposite lumen during this pressurization. A microscopic observation revealed no damage on the returned sample. A lot history review (lhr) of reen4659 showed no other similar product complaint(s) from this lot number.